Event description:
It was reported that a pt's lead was protruding. However, the company rep confirmed that the diagnostics were okay, and it is suspected that the leads are functioning properly. Clinic notes dated (B)(6) 2011 were also received which revealed that pt's generator had reportedly moved in the left chest which caused her slight discomfort. The physician stated that the pt's vns device may be malfunctioning or nearing end of the service. However, it was clarified that there is no suspected malfunction, but the generator did have a low battery. Follow up with the physician revealed that the pt first reported the increased seizure frequency on (B)(6) 2011. She had a fall from a seizure and felt that the vns device has moved in her chest area and has discomfort in the chest area and some in the neck as a result. No interventions are being planned with regard to the lead position. The pt has discomfort but the physician reported there is no need for any significant intervention as the pt will be having change of her battery soon, as it was noted to "not be functioning well." The pt's fall and seizure may have contributed to the lead protrusion. The pt does not seem to have experienced any significant physiological and psychological changes. Attempts for add'l info from the neurologist and surgeon have been unsuccessful thus far. Although surgery is likely, it has not occurred to date.

Event description:
It was reported that the patient had prophylactic generator replacement surgery on (B)(6) 2012. The patient reported pre-operatively that she was no longer experiencing any discomfort. The surgeon decided to not replace the lead because the patient reported that it felt fine. In addition, the device migration reportedly resolved with generator replacement. The generator was received by the manufacturer on (B)(6) 2012. However, product analysis has not been completed to date. The return product form indicated the reason for generator replacement was due to battery depletion with eri=unmarked.

Event description:
Product analysis of the generator was completed on (B)(6) 2012. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis of the generator in the lab concluded that no abnormal performance or any other type of adverse condition was found.